Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8254691. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, our engineers were able to duplicate this event through the leakage testing of the submitted device. A subsequent review of our manufacturing line determined that the most likely root cause for this event is an abnormality in the equipment responsible for tubing assembly. CAPA#(B)(4) was initiated. Based on investigation results to date, for leakage issue (in injection valve) root cause was associated to a bad tubing assembly by station 5 of equipment vh59.

Event description:
It was reported that on 10 separate occasions medication runs out of port of bd connecta¿ stopcock where connected to the 3-way stopcock.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that on 10 separate occasions medication runs out of port of bd connecta¿ stopcock where connected to the 3-way stopcock.